Manufacturer narrative:
Patient code (B)(4) does not apply to this event.

Event description:
Additional information from the consumer reported that the device was still interfering with her cell phones. She had gone through 12 phones since implant. She was advised by patient services to get the device recalibrated. They stop working. She wanted a manufacturers' representative to help her.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-28, lot# v660707, implanted: (B)(6) 2011, product type: lead . (B)(4).

Event description:
It was reported that the since the patient had started a new job 7 months prior to report they had to replace 4 work cell phones. The patient thought that their implantable neurostimulator (ins) was the cause of why the phones stopped working. It was noted that the patient did have a magnetic key fob to get into their workplace and to enter each room and had to go through a turnstile (not a security scanner). The patient stated that when they go through the turnstile they had a rfid tag in their purse, in their wallet and around each credit card. The patient did not currently have a managing physician for their device. It was later reported that the patient had multiple phone issues with charging, network connection, camera problems, freezing and phone apps. All of the phone issues that the patient was having could not be solved by the phone company's technical support even through extensive trouble shooting. After having multiple phones replaced the patient suspected that her device may be the culprit to her cell phone issues. Each phone that the patient had in the past 4 years since may of 2011 had issues. The patient's "pulses" slowed down and she constantly was going to the bathroom to urinate. When the "pulse increased" it only took a bit longer for it to feel like the device was failing. The patient worked in a call center and was on the phone 8 + hours a day. At work the patient had to "explain and show her card (device registration card) in order to use the bathroom more than usual. The issue was not resolved and the patient still had issues with her cell phone (decreased service) and also had "decreased pulses". The patient suggested that she should get her device battery changed out. The patient noted that they had not had bladder infections or been back to a urologist since (B)(6) of 2011. The patient felt as though her "unit" needed to be adjusted to increase the pulses "to even be effective". If additional information is received, a follow-up report will be sent